Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of air in line alarm when no air present was verified. The event log shows two events regarding the air in line alarm. The air detector will be replaced in service as a preventative measure. Use testing was performed. The problem source unknown.

Event description:
Information was received that the cadd legacy pump alarms air in line with no air present. No reported adverse effects.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.